Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009-, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had their ins replaced. During the operation, the impedances on electrodes 3, 4, 5, 6 were checked and found to be out of range at 0.7v. When tested at 3v, only electrode 4 was out of range. More impedance checks were performed and intra-operative testing of paresthesia confirmed good coverage of the patient¿s requested areas. The physician decided to leave the leads in place. No further complications are anticipated.

Manufacturer narrative:
Device code (B)(4) submitted in error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was replaced due to end of life (eol) and previous overdischarges. The cause of the out of range impedances was not determined. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.